Event description:
It was reported that the device has a delaminated downstream occlusion (dso) seal, damaged lens, damaged air detector module, and requires a software upgrade. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal peeled and the air detector was dented. The dso seal and air detector were replaced. Review of the event history log found no related errors. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The device passed all testing following repairs.